Event description:
On 7/16/93 rptr had anterior fusion, vertebrae fractured and surgery was redone on 7/23/93. Fusions were not taking, rptr had posterior fusion on l4, l5, s1. She has 10 screws and 2 rods implanted in her back. Rptr has gotten progressively worse since surgery. She suffers depression due to pain and condition.